Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6), 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The rep was about to enter a catheter revision case due to the distal tip not being in the intrathecal space. No symptoms were mentioned. No further issues were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 05-aug-2011, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 0.5 mg/day) via an implanted pump. The patient¿s medical history included multiple abdominal surgeries and visceral organ neuropathy. The indication for pump use was non-malignant pain and other non-malignant pain. On (B)(6) 2019 it was reported that the patient was experiencing increased pain and withdrawal symptoms. A dye study was attempted, but the physician was unable to aspirate the catheter. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. Surgical intervention was planned, but not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿. There were no environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported/anticipated.